Event description:
It was reported that during insertion of an intra-aortic balloon (iab), there was an issue with the guide wire going through the catheter. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was also returned. Two kinks were observed; one on the catheter tubing and inner lumen approximately 75.9cm from the iab tip and the other on the inner lumen within the membrane approximately 26.7cm from the iab tip. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and resistance was only felt at the kinked locations. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during guide wire insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), there was an issue with the guide wire going through the catheter. There was no reported injury to the patient.